Manufacturer narrative:
The reported failure of the trilogy ev300 active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation verification during preventative maintenance. There was no patient involvement, and no harm or injury reported. The trilogy evo proportional valve (aecm) and the 3-way solenoid valve were replaced to address the issue. Full product verification testing was completed post-repair in accordance with manufacturer specifications. The unit was determined to be ready for clinical use.